Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01482. This report is being submitted as additional information. The referenced previous gastrointestinal bleeds which occurred on (B)(6) and (B)(6) of 2017 were reported on medwatch MFR report # 2916596-2018-01481 and 2916596-2018-01480. Approximate age of device - 1 year and 3 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient experienced a gastrointestinal bleed (gi). The patient has a history of recurrent gi bleeds, prior esophagogastroduodenoscopy (egds) on (B)(6) 2017 and (B)(6) 2017 with bleeding dieulafoy lesion, gastritis, non-bleeding ulcer. Etiology of current bleed potential 2/2 new arteriovenous malformations (avm) in setting of vad vs new bleeding ulcer. The patient received 3 units of packed red blood cells with a transfuse goal of hemoglobin 7.0 g/dl. Three units of packed red blood cells (prbcs) total. The patients transfuse to goal is hgb 7.0 g/dl. The patient is having twice daily oral proton pump inhibitor (ppi). An egd was performed without evidence of active bleeding but with erythematous, friable mucosa of the stomach. A capsule study showed bleeding per report and the patient is on no oral food pending repeat endoscopy. The patient is to continue home oral iron supplementation and continue warfarin with international normalized ratio (inr) target of 1.5 for now (home goal 1.8 - 2.2). Medical staff is planning discussion for anticoagulation target given history of bleeding. No additional information provided.